Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user did not fill a full cartridge due to low insulin supply and was not seeing drops. Upon pressing and holding, the user saw drops and completed the supply change. The user disconnected the previous night due to low supply, so they reverted to mdi until more insulin arrives tomorrow. The user had a hyperglycemic episode as a result which was resolved by the supply change. There was no further intervention required.